Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a device failure occurred when changing the ventilation mode and the ventilation stopped. The hospital staff immediately took action and there was no patient injury.

Event description:
It was reported that a device failure occurred when changing the ventilation mode and the ventilation stopped. The hospital staff immediately took action and there was no patient injury.

Manufacturer narrative:
The reported event could be confirmed according to the log analysis of the affected device. The security software detects a temporary software problem regarding the communication, stored the error code 16.3010 in the log file and performed a restart of the device at the reported time. The device alarmed as specified and the user replaced it with a with a substitute. The device functionality was fully restored after the restarted. The code 16.3010 is generated when the system detects a problem with the internal processor communication. Performing a warm start is an established approach to reach a well-defined and stable operation state of the ventilator after unexpected deviation by restarting internal software processes even without or before operator intervention. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. After approximately 12 sec savina continues ventilating the patient with the last settings in case this system reset has solved the original deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.